Event description:
It was reported that a patient passed away due to an unknown cause coincident with peritoneal dialysis (pd) therapy. On an unknown date, in the same month as the patient¿s passing, the patient was hospitalized for an unreported indication. Treatment was not reported. It was not reported if peritoneal dialysis (pd) therapy was ongoing at the time of death. It was reported that the patient was performing automated peritoneal dialysis (apd) at home and on an unreported date was changed to either continuous ambulatory peritoneal dialysis (capd) or hemodialysis. It was unknown if the patient was connected to the homechoice at the time of death. It was not reported if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.